Event description:
On (B)(6) 2021 we lost our sweet (B)(6) due to being strangled by a teething necklace that she was wearing. (B)(6) was (B)(6) old and bear crawled everywhere. Evidently, she crawled under her walker and it was caught on something as she flipped over. It strangled her to death. FDA safety report ID# (B)(4).